Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. Encapsulation was suspected. No intervention has been performed. The patient was in stable condition.